Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device, via a 7f sheath using the pre-close technique, prior to an interventional pulmonary vein isolation (pvi) ablation procedure. Reportedly, when the proglide plunger was removed, no suture was present. The suture from another proglide device was successfully preplaced. The sheath was upsized to 18f and the pvi ablation procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.